Event description:
It was reported that a preloaded intraocular lens (iol) was scratched on the injector and did not completely exit the injector. The cartridge tip contacted the eye. Patient is in good health, but customer had to replace it with another iol. There was no vitrectomy, incision enlargement, or sutures required. No patient injury reported. Daily activities were not significantly affected. The patient status is unknown. No further information reported.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the "medical device problem code 2339 - inaccurate delivery" provided on the initial report needs to be corrected as it was incorrectly selected. The correct code that should have been used is "2983 - mechanical jam.therefore, this supplemental filing is to correct medical device problem code 2339 as it is not applicable. The following field was updated accordingly: section h6: medical device problem code: 2983 - mechanical jam. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on dec 21, 2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint handpiece was received with the lens stuck inside of the cartridge and overridden by the plunger rod. The lens could be observed to be damaged inside of the cartridge. The handpiece assembly was inspected and, no issues could be observed that could cause or contribute the complaint issue. The lens was removed from the cartridge and the lens could be observed to be damaged and in several pieces. The observed issue 'lens damaged' is similar to the complaint issue 'cosmetic issues' and could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue of 'stuck in cartridge' was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issue during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.